Manufacturer narrative:
A beckman coulter laboratory solutions specialist (lss) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The lss replaced the buffer valve to resolve the issue. (B)(6). (B)(4).

Event description:
The customer reported elevated ise (ion selective electrode) patient results generated on the laboratory¿s au5800 clinical chemistry analyzer. Per the customer¿s verbal report, questioned elevated ise results that were not reproducible in subsequent testing. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The customer did not provide data.